Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the customer reported complaint. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The force bipolar instrument had a broken conductor wire at the proximal end. The location of the break was near the main tube/roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the force bipolar (470405-06/ t101807130093) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2021 on system (B)(4). The instrument had 0 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on fa findings. The force bipolar instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no patient involvement, the failure mode identified through fa could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the 8mm force bipolar instrument did not work after trying 2 bipolar cords. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.